Event description:
The 3.5mm x 20mm papyrus covered stent was inserted but could not be manipulated into the anticipated anatomy for deployment. The papyrus stent delivery device was then removed however the stent stripped off the balloon and was retained in the proximal left anterior descending artery. The stent was not able to be retrieved and was retained in the patient.